Manufacturer narrative:
A return material authorization (RMA) has been issued requesting to have the intuitive surgical, inc. (Isi) device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s).

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the prograsp forceps instrument was observed to have the wire snapped. The procedure was completed with a backup instrument of the same kind with no reported injury and less than a 15-minute delay.